Event description:
It was reported that they were putting a recon plate on the posterior side of the tibia and the 3.1 locking screwdriver blade handle snapped off. The tip of the screwdriver blade broke off in the head of the screw. Screw remained implanted. Sales rep also reported three additional screws were implanted and then immediately explanted due to mismeasurement.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report.

Event description:
It was reported that they were putting a recon plate on the posterior side of the tibia and the 3.1 locking screwdriver blade handle snapped off. The tip of the screwdriver blade broke off in the head of the screw. Screw remained implanted. Sales rep also reported three additional screws were implanted and then immediately explanted due to mismeasurement

Manufacturer narrative:
Evaluation summary: there was no failure reported (miss measurement). No adverse consequence was reported for the patient. This complaint is related to a concomitant product.